Event description:
A 5.0mm diameter x 17mm length bridge x3 biliary stent was inserted for the treatment of a right renal artery stenosis in 2001. It is reported that the renal artery was cannulated with a 7 french rdc guide catheter and the area of stenosis was pre-dilated with a 4.0mm x 20 mm angioplasty balloon. The renal artery stenosis was 40% following pre-dilatation. It is reported that the physician attempted to deploy the stent but was unable because the renal artery took off straight down from the aorta. The physician was unable to pass the device due to tortuosity and the downward take off the renal artery. The stent dislodged as the physician pulled the stent back into the guide catheter. The physician then attempted to use a competitive stent delivery system, which pushed the bridge x3 stent out of the guide catheter. The bridge x3 stent was still on the wire; therefore, the physician placed a 2.0mm x 15mm coronary balloon into the stent and opened the stent to 2mm. As the physician was attempting to balloon the stent, the guide catheter and stent slipped back into the iliac artery. The wire was lost in the iliac artery and the stent embolized distally down into the superficial femoral artery (sfa). The pt was taken to the operating room where a thrombectomy and cutdown was performed to remove the stent and the pt's right renal artery was treated at a later date. The pt is reported to be fine. No add'l clinical sequelae were reported related to the event.